Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2018. Review of the transmission on (B)(6) 2018 revealed noise on the custom channel right ventricular coil to can. The patient was reported to have been stacking wood during the episodes. The physician elected turn off the high voltage therapy and schedule a lead revision procedure. Despite attempts, its unclear if the lead revision has taken place. No patient symptoms or additional information was available at this time.